Event description:
During the lap esophagectomy procedure, the active blade of the shears broke off as the surgeon removed the instrument for examination as he noticed that the instrument was not functioning properly. A same like device was used to finish the case. No patient consequence.